Event description:
Customer reported a cryocyte freezing container was observed to be shattered upon opening the cassette after freezing in ln2 vapor phase. The bag was being used for a test freeze and contained water only. The fill volume was 60 ml. The duration of storage was less than one month. Customer used a cryomed controlled rate freezer to cool the bag prior to transferring it to a cassette and placing the bag into vapor phase. No pt injuries reported. The bag was marked 6/27-1.

Manufacturer narrative:
Visual examination of the returned device showed that the bag was so completely shattered that it was broken into 7 pieces. The point of origin on this sample seemed be the lower right hanger hole. The cracks extended through the perimeter seal on the upper left side, just above the lower left corner, in the middle of the right side, and then twice across the bottom - through both the perimeter seal and the hanger hole seals. The conclusion of the evaluation was that complete shattering of cryocyte containers, especially with single points of emanation, suggest impact or add'l mechanical stress on the bag while frozen or during handling. Manufacturing records for this lot were reviewed. There were no deviations from standard procedure, and no issues were noted during the manufacturing time period. Cryocyte bag complaint data are reviewed monthly by cellular therapies division quality management. A has been initiated to investigate customer reports of cryocyte bag breakages.